Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot broke off into the pt's leg. They attempted to find the piece through the original incision but they did not see anything to indicate that it was still in there after several passes with the endoscope. The hospital does not know if the piece still remained inside the pt or not. A replacement unit was used to complete the procedure. The hospital did not report any pt affects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the cold jaw silicone boot was detached and peeling. The jaws were somewhat burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).